Manufacturer narrative:
(B)(4). Batch # n90j5m. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned for analysis. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator was found under-traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device kept scissoring the clips. It is unknown how many clips were scissored or whether they were removed from the patient. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.